Manufacturer narrative:
Received compression module (s/n (B)(4), battery pack (s/n (B)(4) and accessories. Simulated use testing of the demonstration rmu-1000 confirmed the initial complaint, as the device would intermittently power off with the returned battery pack and with a test battery pack. Inspection of the device's internal circuitry identified that the cause of the reported problem was related to pin 1 (rt_clk), on the motor control board, which was not properly soldered. Although there have been no similar incidents with this medical device, and all indications are that this is an isolated occurrence, the results of the investigation were provided to the supplier of the motor control board who implemented corrective actions to prevent possible recurrence.

Manufacturer narrative:
Although requested, the device associated with this event has not been returned. The investigation remains open, and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
It was reported by an area sales manager that during a demonstration of the device with a manikin at a trade show in (B)(6) , the device stopped working.